Event description:
The patient contacted lfs (B)(4) on (B)(6) 2011 alleging an error 2 message on their onetouch verio meter. The patient did not exhibit any symptoms or seek any medical attention due to the alleged issue. The product was replaced and requested back. Product was returned on (B)(4) 2011 and it was noted that meter passed testing; therefore, the complaint was not reported to the FDA on (B)(4) 2011, after further investigation, the subject meter was tested and it was noted that there was a pcb contamination and secondary issue of an error 4. The complaint is being reported.

Manufacturer narrative:
The 510 (k) # is k093745.